Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
Neither the lead nor the ICD was returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device, as well as the returned device data. The manufacturing process for this lead and this ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data was inspected. The inspection of the shock holter showed that an amount of more than 177 charging cycles was performed by the device within 1 day on (B)(6) 2012. The analysis of the available iegm's confirmed the clinical observation. The presence of noise in the ventricular channel led to inappropriate therapies. Furthermore all successive chargings were documented with a shock impedance of "< 25 ohms" in the shock holter. Several of the charging cycles have been aborted due to an exceedance of the maximum charge time threshold of (B)(4). The device status eri resulted from that exceedance of the maximum charge time threshold. This indicates a shock delivery into an shot circuit. Due to the shock delivery into a short circuit a damage of the ICD is possible. In summary, the returned device data indicates a shock delivery into a short circuit. The manufacturing records document a flawless device production.

Event description:
Ous MDR - after an unknown implant duration inappropriate shocks were reported. The system was explanted. The dates of implant and explant were not provided.